Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 400 mg/dl. Pump supplies were changed to address occlusions. Pump system check was performed with tandem technical support and blockage could not be identified.